Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient underwent a procedure using a gore tag thoracic endoprosthesis (tg3420/05989876) to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2008, the aneurysm measured 67.0 mm in diameter. Follow up dates and aneurysm measurement: (B)(6). The cause of the aneurysm enlargement is not known. There has been no reported re-intervention procedure to date. No further information is available.